Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Premature detachment, impediment in microcatheter with loss of cerebral target position and delivery wire- kink/bend are known potential complications associated with the enterprise vascular reconstruction device. Loss of target position in the intracranial vasculature will require re-accessing the target site with increased potential for vessel trauma, vessel spasm, or ischemia/infarct. If the stent was prematurely deployed in the patient (in an unintended site), it may lead to damage of healthy intima, possible side branch occlusion, ischemia, infarct and/or the need for additional intervention. There are clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported events. No patient harm was reported; however, the physician elected to complete the procedure without implanting the enterprise vascular reconstruction device. The use of an intracranial stent may be employed at the physician¿s discretion to provide additional support in stabilizing the coil mass; however, it is not required in all cases and serves as a supplemental measure rather than a critical component of therapy. The absence of stent implantation does not inherently compromise the expected clinical outcome, provided that satisfactory coil placement and aneurysm occlusion were achieved. Further, there were no reports of patient harm. Based on this information, this event does not meet us FDA reporting criteria as a serious injury. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a healthcare professional, that an EU 4.5x22mm stent 12 mm dw tip (enc452212/ 9924772) and a prowler select plus 150/5cm (606s255x/ 31711064) were used for an endovascular embolization procedure. During the procedure, the user reported impediment in the microcatheter with loss of cerebral target position, premature detachment, and delivery wire- kink/bend of the enterprise vascular reconstruction device (vrd). The luer hub of the prowler select plus microcatheter was obstructed with loss of microcatheter cerebral target position. The physician then removed the devices from the patient and elected to complete the procedure without implanting the enterprise vascular reconstruction device. No patient harm or procedural delay was reported. The event was reported as such, ¿impeded in microcatheter-microcatheter hub & premature detachment & kinked/bent. It was reported that before procedure, the device outer packaging and the device were inspected and found in good condition. During the procedure, after detaching the coil at the target site, stent was impeded in the proximal end of the microcatheter and could not advance any more. Doctor tried to retract the stent, the stent was found detached from the delivery wire in the microcatheter hub. The doctor retracted the delivery wire of the stent, it was found that the tip of the delivery wire was kinked/bent. The doctor removed the microcatheter and stent from the patient and gave up stent implantation and completed the surgery. There was no patient injury report. Does surgeon have an extra set of hands to support while flushing aligning the enterprise system? ¿yes.¿ is a push plunge rhv being used? ¿twisted type.¿ is there force needed to remove the delivery wire once impeded and then the stent detaches in the hub or the proximal end of the microcatheter? ¿yes, the doctor increased force to remove the delivery wire. The stent was detached from the delivery wire in the microcatheter hub.¿ was the replacement stent enterprise1, enterprise2 or is it another brand? ¿no devices were replaced and the surgery was completed without stent implantation.¿ additional information was received on 08-apr-2026. Summary: ¿the surgeon performed stent-assisted embolization of aneurysm in the posterior communicating section of the internal carotid artery, using enterprise 1 stent and perfusion catheter, the stent entered the microcatheter and was blocked at the proximal end of the microcatheter, could not be pushed in, and the resistance was very large.¿ additional event information received on 17-apr-2026 indicated confirmed that the alert date was 07-apr-2026. There was no use of a guidewire in the microcatheter prior to using the enterprise system.